Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00722; 3008829311-2017-00723; 3008829311-2017-00724. Additional information received indicated the patient had a total of 3 leads implanted, 1 lead from lot ab1423 and 2 leads from lot ab1419. Surgical intervention was undertaken on (B)(6) 2017 and one of the leads from lot ab1419 demonstrated elevated impedance readings and was replaced due to a suspected fracture. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Device 4 of 4: reference MFR report: 3008829311-2017-00722, reference MFR report: 3008829311-2017-00723, reference MFR report: 3008829311-2017-00724. It was reported the patient ((B)(6)) is experiencing ineffective therapy to the knee and shin. Diagnostics indicated impedance issues with one of the leads. Patient also reported experiencing uncomfortable stimulation in the groin area as well as unwanted stimulation around the implantable neurostimulator (ins). Physician is to review x-rays and surgical intervention may take place at a later date.